Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump had scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the rewind. Troubleshooting was performed. Found that the drive support cap was flush. Advised the caller that the insulin pump would be replaced. Nothing further was reported.